Manufacturer narrative:
This report is submitted on december 27, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (strength not reported). The patient's head was wrapped as recommended by cochlear. Surgery to replace the magnet has been completed on (B)(6) 2022.